Event description:
It was reported that, subsequent, to use on a pt, the code summary report, when attempting to print, the monitor froze in the middle of printing, and the buttons would not respond.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. Root cause for the reported event was not determined.